Event description:
It was reported that the tubing of a dehp free solution administration set disconnected from the injection site. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified the lower y injection site to be disconnected from the tubing. Visual inspection also revealed that the tubing was inserted low into the lower y injection site when originally connected. The cause was determined to be related to a machine error during the manufacturing process. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.